Manufacturer narrative:
The reported complaint is confirmed. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with ogden fmcna provided adapter and blood port caps. The fibers were wet with indication of blood contamination. The fibers were streaked with blood; however, there was no hint of blood in the dialysate chamber. During visual examination, the investigator did not note any cracks, damage, or other irregularities on the molded polycarbonate components. Visual examination of the returned sample identified the non-cavity ID end inferior potting surface noted a short fiber which may have resulted in the reported leak. The short fiber was weaved within the fiber bundle where the exposed end of the short fiber was on the circumference of the fiber bundle. It is unknown if the observed short fiber was a result of a broken fiber as the complaint investigator was unable to isolate the other end of the fiber (if present). The dialyzer was subjected to a laboratory bubble point test where no leak was noted possibly due to the coagulated blood. The dialyzer was subjected to a destructive disassembly to better visually examine the dialyzer. There were no visual separations on the potting cut surfaces. The inferior surface of both polyurethane potting ends were examined for voids in which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment, a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for MFR eval and has been requested.